Event description:
The customer reported to olympus that the gastrointestinal videoscope objective lens and a defect, and the control knob had a problem. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the air/water tube had foreign material, the air/water cylinder, and the suction cylinder had no color. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide lens had a crack. The connecting tube was wrinkled. The connecting tube was deformed and the universal cord was dented. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. Upon further follow up with the customer, it was reported that reprocessing was carried out according to the user manual. The customer stated there were no delays in the pre-cleaning or manual cleaning phase and "aniosyme" is usually used as a detergent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU) regarding reprocessing. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.